Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report. This is the same pt/event as MFR # 2249697-2009-00660 and 9616680-2009-00424.

Event description:
It was reported that surgeon booked a revision of unix tibial insert. He needed a thicker insert. As we do not have an insert trial, the surgery was postponed to allow production of the trials. Custom size 2, 12mm and 15mm trials were produced and delivered to the hospital just in time and the surgery was performed on the projected date. The trials where at this time shown to be mislabeled as the trial stating 12mm thick was the same as the removed 8mm insert. We opened a 15mm insert as requested and then discovered that this was also much thicker than the custom trial, a 12mm insert was opened and inserted. The knee was then closed routinely with no further delay.